Manufacturer narrative:
A product investigation was completed: the complaint condition for the 338.20 lot number 4649970 dhs/dcs coupling screw and 338.23 dhs/dcs guide shaft with unknown lot number was likely caused by the use of excessive force during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 338.20 dhs/dcs coupling screw and 338.23 dhs/dcs guide shaft are instruments routinely used in the dhs/dcs dynamic hip and condylar screw system. The devices were returned and reported to have broken during surgery. This condition is confirmed; the distal threads of the coupling screw have broken off of the device and the distal tabs of the guide shaft show very significant deformation. Additionally the entire shaft portion of the guide shaft is bent approximately five degrees from the central axis at 8.5 centimeters from the distal end of the shaft. It is likely that the use of excessive force during surgery or sterile processing has led to this complaint condition. The 338.20 coupling screw was manufactured in october 2003 and is over twelve years old. The balance of the returned coupling screw is in fairly worn condition with some markings along the knurled proximal head. The balance of the returned guide shaft shows significant deformation and some markings along its length. The relevant drawing were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The device history record states that a nonconformance found during the manufacture of the product may have contributed to the complaint condition. Upon investigation, it was determined that excessive force was applied to the device which was concluded to be the likely root cause of the breakage and that the condition described in the material review report is not the likely cause of the complaint condition. It is likely that the use of excessive force during surgery or sterile processing has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-ray image was reviewed by the manufacture and it was noted that the breakage of the coupling screw threads inside the lag screw could be confirmed.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). Part 338.20, lot 4649970: release to warehouse date: 20october2003. Manufactured by synthes (B)(4). A material review report was generated during the production of this lot for one device failing thread specification. The one device was scrapped. The non-conformance pertains to the threads of the device which could possibly relevant to the complaint condition. Relevance to the complaint condition cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there are potential issues during the manufacture of this product that could contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that instruments broke during a dynamic hip screw (dhs) procedure. A patient sustained a stress fracture of the left proximal femur. On (B)(6) 2015, the patient underwent insertion of a dynamic hip screw. During insertion of the lag screw, the threads of the coupling screw broke off into the lag screw; in addition, the teeth of the guide shaft that key into the lag screw broke off. The surgeon was able to successfully implant the lag screw and complete the procedure with other instruments on hand. Based on x-rays, no fragments of the broken pieces remained in the patient. It was reported that there was a surgical delay of approximately forty (40) minutes. The patient status was reported as good. This is report 1 of 2 for (B)(4).